Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out-of-range pace impedance measurements and noise; fracture was suspected. Device data was reviewed by boston scientific technical services (ts) indicating there was evidence of minute ventilation (mv) sensor artifact consistent with lead fracture. No further testing or action is planned at this time. No adverse patient effects were reported. This system remains in service.